Manufacturer narrative:
An event of aortic insufficiency was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2015 (date unknown) a 27mm trifecta valve was implanted and a simultaneous hemashield prosthesis graft was placed. In 2019, the patient presented with severe aortic insufficiency and the right coronary cusp was confirmed to be prolapsed. On (B)(6) 2019, a vinv was performed and a 29mm portico valve was implanted. There were no adverse consequences.